Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the oxygen sensor, which resolved the reported issue. The ventilator passed extended self-testing (est), short self-tests (sst), calibrations, and performance testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a damaged oxygen (o2) sensor. There was no patient involvement.